Event description:
It was reported that during the initial implant procedure, damage to the passive fixation point was noted on the right atrial (ra) lead after repositioning to find optimal lead position for patient anatomy. The ra lead was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported event was damage to the passive fixation point of the lead. As received, a complete lead was returned in one piece with all tines found intact and undamaged. The reported event of damage to the passive fixation point was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.